Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the angle attachment device was getting hot and overheating. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of getting hot - overheating was confirmed. An assessment was performed on the device which found that the unit reflected heat in the elbow with a reading of 105.1 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 103 degrees fahrenheit). During repair it was also observed that the bearings are worn out and there was corrosion throughout the attachment. It was determined that the worn out bearings and buildup of corrosion throughout the device is consistent with creating heat from normal use. The assignable root cause was determined to be device worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.